Manufacturer narrative:
The customer's report was observed during testing; however, the reported problem could not be duplicated. The color cable was replaced to reduce the probability of reoccurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.